Event description:
The customer reported high bgs. Suggested customer to take manual injection as per md protocol. Instructed customer to change the infusion set and call back if high bgs continues. The customer stated that they received an insulin overdose. They delivered accidentally 25u of insulin and lowered their bgs. The customer was hospitalized for low bgs.